Event description:
Nurse found distal 16 gauge port of triple lumen catheter in bed next to pt. The port was intact but separated from hub. The rest of the triple lumen catheter was intact and sutured to skin. Pt was alert and oriented. No solution was infusing through the distal port at this time. This presents a potential for air embolus or infection.